Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The initial visual inspection of the instrument by the pmv investigator noted that the instrument was received loaded with a 4.8mm reload. Visual inspection of the reload noted that the reload had been fully fired. The reload was reload with representative 4.8mm staples and fired over the recommended testing media, no abnormalities observed. When staples were loaded, instrument was challenged to see if the staples falls from the cartridge when the pusher is fully reset, no staples fall from the cartridge, therefore no abnormalities were observed. Having the pusher partially deployed suggest that mishandling of the instrument cause the staples to fall out from the cartridge prior the application. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the advanced pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Reoperation, blood transfusion, extension of or time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the surgeon tried to use the first ta3048 instrument, the alignment pin did not appear. When the second ta3048 instrument closed and fired over tissue, it was found that no staples were placed and there was no staple line. After that, the anastomosis had to be done by hand stitching, which was in this case possible. The patient suffered injury as a result. The surgery time was extended by over 30 minutes, and greater than 500 cc&#62688;of blood were lost. There was unanticipated tissue loss or irreversible damage. Additional information has been requested of the account to further clarify the nature of the injury sustained, and to determine was steps were taken by the surgeon to mitigate the issue.